Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was concluded that the failure of the tower door was attributed to defective switches. A field service engineer addressed the problem by cleaning the switches and applying grease to the contacts. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that the bd pyxis¿ medstation¿ es auxiliary tower encountered a door malfunction, accompanied by a clicking sound when opened, which obstructed users from retrieving medication. This incident resulted in a delay in patient care and confirmed that there was no patient harm. There were no adverse events or injuries reported based on this event.